Event description:
According to the reporter: low anterior resection. After firing the eea, the surgeon inspected the anastomosis. He noticed on the lateral side of the anastomosis that the stapler cut, but didn't staple the tissue. He then had to over sew the staple line to close the anastomosis. Delay in case was 30 minutes. The surgeon expresses that the operative issue was the cause of the patient's extended stay.

Manufacturer narrative:
(B)(4).